Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The male luer was observed to be broken. This component is purchased from a supplier and a supplier corrective action report was submitted to them. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the female end is breaking off of the 60" high flow rate extension set. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.